Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the customer was having issues with sensor glucose versus blood glucose. The customer's sensor glucose was 256mg/dl and blood glucose was 416mg/dl. The customer declined to troubleshoot, due to continuously having issues.